Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the device failed preventive maintenance. There was no additional information provided and no patient impact.

Event description:
The customer reported that the device "failed preventive maintenance." There was no additional information provided and no patient impact.

Manufacturer narrative:
H7 & h9 fields are updated. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that no fault found for failed preventive maintenance. Replaced dim u4 on display board. A review of the device history record showed the device had a manufacture date of 02/15/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that no fault was found for the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. (B)(4) for dim u4 display segments